Event description:
Information was received that a smiths medical level 1 hotline low flow system does not recognize low water level, and failed to alarm. Incident occurred during testing.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have minor paint chippings, old style pcb, drain fitting and line cord and enclosure, as well as a crack underneath drain fitting on the enclosure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No issues were identified during this DHR review. Device underwent functional testing by being filled with water, and powered on. The customer reported complaint has been confirmed as a result of a bad float switch. The problem source however has been determined to be unknown. No action taken due to the age and condition of the device; deemed beyond economical repair and will be scrapped.